Event description:
Laboratorian was injured by the imt sample probe of the analyzer. The instrument was in operation with the interlock key in the override position preventing the instrument from defaulting to a safe position when the sample lid was opened. The operator attempted to remove a tube and place it in a small sample container when the imt probe moved to do a level sense and punctured the operator in the hand. The operator received medical treatment for the puncture and antiviral medication at the health nurse office. No device failure. The laboratorian did not follow the instructions outlined in the dimension operator's manual instruction the user not to process samples with the key in the interlock override position.